Event description:
It was learned that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately fifteen (15) years and replaced with another edwards valve model 3300tfx 23mm. Follow up with the healthcare provider indicates this valve was explanted due to severe aortic stenosis, calcification, and mild to moderate regurgitation. Also noted that the patient's native aortic annulus and ascending aorta were also calcified. The patient tolerated the surgery well and was transferred to ICU in stable condition.

Manufacturer narrative:
Report of an aortic bioprosthetic valve explant due to calcification and regurgitation after an implant duration of approximately fifteen (15) years. Long term bioprosthetic valve dysfunction encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of valvular dysfunction including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, the explanted device was not returned to edwards for evaluation, therefore, the reported calcification cannot be confirmed, and the root cause could not be assigned at this time. It is likely that this patient's medical history and disease stage may have played an important role leading to this event. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.